Event description:
Essure coil fragments, device implanted to patient with nickel allergy, resulting in serious systemic nickel reaction, multiple cysts, hi effects, celiac disease, 5x unl rh factor, headaches, joint pain are the primary side effects. Fragmented essure dx hsg 2018, pain in abdomen, celiac disease diagnosed post implant (no family history), pelvic pain, multiple greater than unl cysts liver and ovaries, greater than 5x unl rh factor, vitamin d deficiency, headaches, increased infections, fatigue, joint pain, weight gain (this is not a complete list).